Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. This unit was returned for failure analysis, and the reported error 32098 was confirmed but not replicated. In log, error 32098 was confirmed indicating that a blmc (brushless motor controller) error occurred, reported by board in the distal. Upon visual inspection, no issues were found related to the reported event. Installed the distal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. It was also tested on a patient side cart fixture test platform (pftp) where it pass all relevant testing. Based on these findings, failure analysis determined that the motor mod is the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, persistent error code 32098 was observed. An intuitive surgical inc (isi) technical support engineer (tse) was contacted. Review of the system logs confirmed the occurrence of the error fault on universal side manipulator (usm) arm 2. Troubleshooting was attempted; however, the issue persisted. Tse advised disabling suspect usm arm to continue the planned procedure.